Event description:
It was reported to boston scientific corporation that an advantage transvaginal sling system was used during a procedure on (B)(6), 2007. According to the complainant, the patient experienced pain, chronic infections, and dyspareunia post procedure. The exact nature and date of onset for each is unknown. All other information is unknown and reportedly unavailable.

Manufacturer narrative:
The complainant reported that the device was not used past its expiration date.